Event description:
It was reported that "working with two proglide is also good, but you often have a last bleeding afterwards." The ultimate method of achieving hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
D4 and h4: as this was a general comment, the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. D10: concomitant product: estimated date. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.